Event description:
It was reported that a lead revision procedure was performed concerning this subcutaneous implantable cardioverter defibrillator (ss-ICD) system. No additional adverse patient effects were reported. No further information was provided at this time. This s-ICD system remains in service.